Event description:
During evaluation of a returned minicap, it was found to have the sponge out of position. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was visually inspected and the sponge was found to be out of position. A review of all batch record documents for lot number 13f20h15 indicated no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.